Manufacturer narrative:
Device history record review for all returned devices did not find any deficiencies. Review of information provided and analysis of returned devices concluded that there is no evidence of a product defect. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
Same case as: 2184052-2014-00201. It was reported that a ardis cage dissociated from the inserter during an implantation procedure. It was also reported that the implant was cross threaded onto the inserter.